Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the failure to open and twist was not determined. The pipeline had not been positioned in a vessel bend when it failed to open.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that first, the long sheath and the middle catheter were led to the end of the c1 segment with a loach guidewire, and then the loach guidewire was withdrawn. The microguidewire and the stent catheter (marksman fa-55150-1030) were sent to the a1 segment, and the middle catheter was brought to the c5 segment. The stent catheter (marksman fa-55150-1030) was guided to the m2 segment with a microguidewire, and then the microguidewire was withdrawn. The blood flow directing dense mesh stent (pipelineped-425-30) was hydrated, and after the stent was hydrated, it was slowly pushed to the m2 segment for deployment. The tip end guide wire came out first and then the tip end stent was opened. The tip end of the stent was slowly deployed and opened. After the operation, the tip end of the stent was very good. Then the tip end was riveted to the bifurcation of m1 and a1t to deploy the middle part of the stent. It was found that the stent in the middle part of the tortuous blood vessel could not be opened. After repeated attempts (a total of five times), the middle part of the stent could not be opened. Then all the stent was retrieved and deployed the stent from the m1 segment. The middle part still failed to open. After three attempts, the middle part was still closed. Finally, the blood flow directing dense mesh stent (pipeline ped-425-30) was withdrawn into the stent catheter (marksman fa-55150-1030), and finally the stent catheter (marksman fa-55150-1030) and the blood flow directing dense mesh stent (pipeline ped-425-30) were withdrawn from the body together. The stent was completely pushed in vitro, and the middle part of the stent was obviously twisted and could not be opened. Finally, a new stent (pipeline ped-425-30) and stent catheter (phenom ¿ 27) were replaced for the operation, and the operation was finally successful and ended safely. There was failure to open in the middle section of the pipeline. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved (on- label) indication. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for treatment of a fusiform, unruptured left posterior communicating artery aneurysm with a max d iameter of 4.6 mm and a 3.4 mm neck diameter. The landing zone was 2.6 mm distally and 3.1 mm proximally. The access vessel was the right femoral artery with a diameter of 8 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level 1. Angiographic result post procedure was posterior communicating artery aneurysm.

Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex pusher was returned outside the marksman catheter. ¿ damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker and pads. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found fully opened and damaged. In addition, the middle section of braid was found to be fully opened and no damage. No flash or voids molded were observed in the hub. No damage was found with hub. ¿ testing/analysis: na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.